Event description:
It was reported that stimulation was turning off. Additionally, the patient experienced a loss of therapeutic effect. The reporter stated that the patient's symptoms returned a couple of months prior to the report. It was noted that the patient wasn't using his programmer and "kept it in the box". There was no telemetry possible at the time of the report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v013722, implanted: (B)(6) 2006, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).